Manufacturer narrative:
In addition to the findings in b5, the evaluation found the customer's allegation of 'k-wire (forceps raiser wire) was broken' was confirmed. Also, the evaluation found the following: there was corrosion on the electrical-connector due to the leakage. Switch 1 had a pinhole. The scope cover was deformed. The connecting tube was corrugated. There was a gap in the bending section cover adhesive. The angulation in the right direction was out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope k-wire was broken. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed using a similar device without delay. The actual date on which the event occurred is unknown. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens inside was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.